Manufacturer narrative:
The investigation for the heart valve damage and the access site bleed has been completed. The pump was returned and evaluated. No abnormalities were found with the pump or repositioning sheath. Logs were not applicable. Clinical details state that the physician had difficulty correctly placing the impella during implant. The root cause of the heart valve damage was most likely improper positioning. The bleeding occurred after the switch to the repositioning sheath. It is unknown if best practices were followed such as forward suturing and angle matching. The bleeding resolved with manual pressure and a figure 8 suture. The root cause of the access site bleeding was most likely use related. Added b5- patient outcome corrections to the initial MFR report: g1 MDR reporting contact email.

Event description:
It was further reported that the patient was eventually successfully weaned and survived the explant.

Manufacturer narrative:
The impella device was received for evaluation. Upon investigation completion, a supplemental MDR will be filed. Instructions for use for the related event are as follows: section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported a 63-year-old male patient in an acute myocardial infarction / cardiogenic shock (ami/cgs) was implanted with an impella cp device for mechanical circulatory support. While on support, oozing and bleeding was noted around the access site. Manual pressure was applied and figure 8 suture was deployed on the site. Additionally, according to echo, physician found rupture of mitral valve chordae and papillary muscle.